Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review and a sensor re-link was requested. User was guided through the process and successfully completed it, visible on dms on (B)(6) 2025 at 5:26 pm.

Event description:
On 17 june 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.